Event description:
Case report published: a (B)(6) woman had a sudden episode of malaise, generalized skin itching, rash, dyspnea, peripheral cyanosis and cardio-respiratory arrest after wound care of an ulcer in the foot with prontosan wound gel (undecylenamidoprophyl betaine, poly hexanide, glycerol, purified water, and hydroxyethylcellulose), askina (modified starch polymer, glycerol and water) and iruxol mono (clostridiopeptidases). She needed cardiopulmonary resuscitation and admission to ICU (intensive care unit). Two-three days later she again presented a similar episode with the same follow-up, while the foot ulcer was being treated with prontosan and iruxol mono. The patient had no known history of allergy. She takes treatment for underlying disease (heart disease, lower limb ischemia, hypothyroidism, and diabetes) with good tolerance.

Manufacturer narrative:
(B)(4). B. Braun medical is report this because the reported catalog number is part of the prontosan wound irrigation solution product line. The case was detected during routine literature research. If additional pertinent information becomes available, a follow up report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature. (B)(4).